Event description:
It was reported that during a device interrogation couple of days after the implant procedure, dislodgment of left ventricle (lv) lead was noted. X-ray was performed and confirmed the dislodgment of the lead. The physician elected to implant a left bundle area pacing lead. The patient's condition was stable.